Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported there was dried debris inside the cannula. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The top part of the cannula hub, including inside the plastic cannula, has a dark brown discoloration consistent with the lubricant used in the molding process. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if, during a repair or maintenance, residues of lubricant from the molding process were not completely removed inducing the foreign matter. A device history record review was completed for provided material number: 303345, lot: 3299679. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Event description:
Material#: 303345 batch number#: 3299679. It was reported by customer that plastic cannula open brand new to black/red dried debris inside. Verbatim#: rcc received a complaint via email. Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: plastic cannula open brand new to black/red dried debris inside who was affected? No person affected.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.